Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. A review of the device history record can not be completed until a serial number or lot number is provided. Once information is received the record will be updated.

Event description:
Healthcare professional reported rupture. Device has been explanted.